Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the electric pen drive device was not working. During the pre-repair diagnostics assessment, it was determined that the control unit was not functioning and was defective. It was further determined that the electrical control unit and the motor were faulty. It was further determined that the device failed for check function and direction of rotation, check function with test hand switch and for check function with foot pedal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.